Manufacturer narrative:
H3 and h6: a philips field service engineer (fse) went to the customer site and obtained the alarm audit log from the pic ix. The fse reviewed the log with the customer. The customer stated that by reviewing the audit alarm log from the piic ix it was established that the alarms were silenced by the user. The log was sent to a philips complaint investigator (ci). The ci found that a desat alarm had occurred at 17:02:23 and had been silenced at 17:02:28; the desat ended on its own at 17:03:35. The philips regional service manager stated that the mx700 has not been tested during the onsite service. The investigation of the piic ix is handled in a separate complaint. There was no product malfunction; this is considered a user issue, as the user had silenced the alarm. The device remains at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that on (B)(6) 2019, bed ID (B)(6), a patient became hypoxic - intubation needed, and it is not clear at this time if the alarm sounded. The patient was stable after the intubation. Philips was informed that the involved patient became hypoxic. Patient needed intubation, stable afterwards.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2019 a patient became hypoxic and it is not clear at this time if the alarm sounded.